Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An appointment was scheduled for the manufacturer representative to see the patient on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-06-27 reporting that the patient turned their ins back on with their programmer. Patient weight was consistent at (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient usually kept their stimulation around 1.7-1.9v. The initial programming was great for their symptoms so they typically did not change anything. Adaptive stimulation was not enabled. The patient noticed that as they went through a metal detector/security screener at a store the implantable neurostimulator (ins) turned off. The patient checked the patient programmer and it had showed that the ins was off. It was reported that sitting in their chair watching television they felt stimulation get stronger. The patient checked the patient programmer and it showed that stimulation was turned up to 3.0v by itself. It was asked but unknown when these events occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on (B)(6) 2017 reporting that the impedances at the appointment today were all perfect. An image of the impedance testing done at 0.7v showed a range of 1438 to 1773 ohms. Additional information was received from the manufacturer representative on 2017-06-27 reporting that the issue of stimulation turning itself up to 3.0v while the patient was sitting was unknown. The last issue with the metal detector had occurred about 2 months ago which was not the same day as when stimulation had turned itself up. The stimulation turned itself up on a normal day at home in a normal position. The patient had an eeg done at the hospital a week before that. No further complications were reported.